Manufacturer narrative:
Date of event updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the healthcare provider pinched the leads and needed to be replaced. Caller mentioned there is a 1 percent chance of a brain bleed when removing the leads. Caller stated they recently started taking sleeping pills and has resolved the reason for the device, but still needs to get the ins/leads revised because the device is affecting their right hand while stim is on.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are : product ID: 3387s-40, lot# va1s607, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1rb0c, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that when stimulation was first turned on, patient had hypomanic episode and first noticed the therapy altered their mental state. Patient did troubleshooting with the manufacturer's representative (rep) for 3 months and was referred to three doctors who could not determine the issue or confirm the therapy was impacting the patient's mental state. Patient saw a nurse practitioner in (B)(6) in (B)(6) 2018 who has MRI documentation and was able to diagnose in half an hour that the left lead placement was 2 mm down causing mental issues and noting a revision is needed. Patient had to return to (B)(6) for visitation to see family members due to their mental state' and was referred to a doctor and a psychologist who agree the lead placement caused the hypomanic episode. Patient scheduled an appointment in december for first available time in april. Patient just met with the doctor in april and has an appointment on (B)(6) for video evaluation in front of a board of therapy on/off and on and off of medications, next steps will be determined but one topic was flying patient to (B)(6) clinic in (B)(6) for the revision. Patient is currently working with a new health care professional (hcp) to resolve the issue. No further patient complications were reported/ anticipated as a result of this event.

Event description:
Additional information was received which reported the patient was in pain because of the improperly placed leads.

Manufacturer narrative:
Additional patient code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's leads are "too far in." The patient had an MRI last week to check. The patient is not getting symptom relief and says they currently can't even write. Patient was just told today that they need to have revision surgery. Patient is upset because he has a failed system and he isn't getting any symptom control. No further complications were reported or anticipated with this event.